Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 09/06/2018 to present date 11/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device housing was allegedly damaged. There was no patient involvement.

Event description:
It was reported that the device housing was allegedly damaged. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/06/2018 to present date 11/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device housing was allegedly damaged. There was no patient involvement.